Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 71mm in diameter abdominal aortic aneurysm on (B)(6) 2016. The proximal neck was 30-32 mm in diameter and 13 mm in length. The aortic neck angulation was 90 degrees. It was reported that during the index procedure, a proximal type I endoleak was identified on the right side. Since the stent graft was just below the lowest left renal, the physician opted to implant six aptus endoanchors on the right side. On the final angiogram, the proximal type I endoleak was significantly reduced; however, there was a small blush of contrast in the same area as seen before. The physician decided that no further intervention is required at this time and will do another CT scan in one month to see if the endoleak resolves. The physician stated the cause of the event was due to the patient's anatomy; 90 degree aortic neck angulation and a short proximal neck. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician confirmed that there was no longer an endoleak and the sac size was 6.6cm from 7.3cm.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.